Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative noted that upon start up the graphics card was not powering on and fans not rotating. The mobile viewing station computer was replaced. The imaging system then passed the system checkout and was found to be fully functional. The suspected computer was received for analysis, however, results are not yet available.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the monitor menu was working and options visible and able to be selected, which confirms power to the monitor. When the imaging system booted up the logo appeared on the monitor then went to "no signal or input detected". Shortly after, the screen went to black status. Power led on the mobile viewing station monitor was orange rather than blue. Computer fans were running. Power cycling the computer did not resolve the issue. No ethernet led lights were lit. When power cycling the computer no beeps were heard and no windows code appeared on the mobile viewing station monitor.

Manufacturer narrative:
The mvs computer was returned to the manufacturer for analysis. Analysis found that the mvs server failed bench test. Os and applications did not load successfully. An error message regarding system integrity was displayed and was unable to boot past this message. Analysis found that the reported event was related to a computer component issue.